Event description:
It was reported that an ilet user observed a blood glucose (bg) of 284 mg/dl by fingerstick and had been performing ghost meal announcements to treat hyperglycemia. The agent instructed the user to manually enter the bg into the ilet and educated them to stop using meal announcements as a correction, noting the bg elevation followed a period without sensor connectivity. Symptoms included hyperglycemia. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information they provided. Investigation of this case revealed no device problem, with a usage problem identified consistent with using meal announcements to correct elevated bg. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error that contributed to the event.